Manufacturer narrative:
There was no patient involvement. The problem was observed during preventative maintenance, which is outside of clinical use and therefore, not reportable. The customer sent the ventilator to a biomedical ventilator technician for repair. The biomedical ventilator technician noticed that one of the feet was bent at an angle at the central processing unit (cpu) cover plate and suspects that the unit was dropped or jarred hard enough to cause the failure. The biomedical ventilator technician replaced the cpu pcba and the issue was resolved.

Manufacturer narrative:
Report date: 17sep2021.

Event description:
Customer states their unit will not power on in normal operational mode and unit will not power on in service mode. When the device attempted to power on in either mode, the unit alarms with nothing on the display. The patient involvement information is unknown, but there was no report of patient harm.